Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. A new mode was selected doo (not programmed) -as per specifications, as soon as xoo mode is selected, therapies are deactivated. -then the mode was again changed to ddd. The therapies are not automatically re-actived. The parameters have been programmed. Therapies have been reactivated on (B)(6) 2024. Based on available data, no issue is suspected on the device.

Event description:
Reportedly, the hospital has contacted us as they received an alert by rms due to "[a30] shocks deactivated". The center wants to make sure it is not due to external sources as they are sure they didn't deactivated the therapies.